Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) that during the surgery on (B)(6) 2013 the screws broke and the doctor used another hole to fix the plate. It was necessary to use another holes in plate to fix the piece in patient's face. Breakage of the screw (2 units) occurred. The surgery was delayed no more than 1 hour. No additional medical treatment was required. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
An evaluation was conducted and it states that the screw head broke off. The cross section surfaces show no irregularities. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Mechanical overloading or a very hard bone possibly resulted in these breakages. No product fault could be detected. The measurable dimensions of the returned screws were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible since no lot numbers were provided. .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. The device was received and is currently in the evaluation process. A review of device history records was not performed the lot number was not provided.